Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, remedial treatment started with zostum 2gram(gm) and fortum 1gm. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.